Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. No compromised force sensor system alarms were noted. However, the pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside of the device and it passed. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 390 mg/dl, which she treated via manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind without incident. However, the insulin pump alarmed compromised force sensor system during the fill tubing process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.